Event description:
The customer reported that the image on the left screen had interference and was jumping and the live image was unusable. There is no report of patient injury or death. Loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the dust out of the monitor. The system operates as intended.